Event description:
It was reported that the pt had memory loss that had gotten increasingly worse over the past year. An under dose was also reported; symptoms included a return of symptoms and dizziness. The pt had been in and out of hospitals due to her symptoms. The pt also had a lump on her lower spine that appears and disappears. The pt was at home and her status was reported as 'fair. The pump was filled with morphine when first implanted, but the medication had been changed to dilaudid. Pump refill was not due for a month. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
The serial number is included in the range for synchromed el pump motor stall due to gear shaft wear manufactured prior to sept 1999 physician communications (dated august 2007). Pump motor stall has not been confirmed in this device.

Event description:
Additional information: additional information was received and it was reported that the patient had a horrible experience with the pump. All types of tests were done, including a dye study. The pump and catheter were replaced. The pump battery needed to be replaced and the catheter was replaced because the physician found ¿plastic tubing disconnected and kinked, the "needle" crystalized.¿ it took 9 months for the patient to get back to a normal level.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported there was a catheter blockage in 2008. The catheter had to be replaced because it had clogged up and was not delivering correctly. It was not known what was contained in the pump at the time of the event, but the pump had previously been used to deliver morphine and dilaudid.

Manufacturer narrative:
(B)(4).